Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up in clinic, there was increased pacing lead impedance and increased capture threshold noted on the right ventricular (rv) lead. Diagnostic imaging was performed and externalized conductors were noted. The lead was capped and replaced and the patient was stable with no consequences.